Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented at a follow-up in-clinic, far r-wave oversensing on the right atrial channel that caused auto-mode switch behavior was observed. It was also noted that there was an episode of non-sustained right ventricular oversensing and pacemaker mediated tachycardia. Programming changes were made and the patient remains asymptomatic.